Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred with during the load process. The customer reported a blood glucose (bg) level of 78 (mg/dl); however, the customer did not their bg levels were related to the pump. An apple was consumed to address bg levels. A new cartridge was loaded onto the pump successfully.